Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a suspected therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. The transmission indicated that the ICD had triggered recommended replacement time (rrt) approximately two and half years prior. The device is now at end of service (eos) and has triggered alerts for charge circuit inactive, charge circuit timeout and long charge time. The device has been extracted and replaced. No patient complications have been reported as a result of this event.